Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an incident occurred during a cataract surgery involving the preloaded monofocal intraocular lens (iol). After the lens was fully inserted, the surgeon observed a thread within the eye, which was subsequently removed using the irrigation/aspiration (ia) handpiece. Fortunately, there were no complications during or after the surgery. The patient involved has fully recovered, and their daily activities were not significantly affected. Through follow-up we learned that the iol remains implanted, and there is no material available for return. No further information was provided.